Event description:
The company was informed that the pt developed chronic mastoiditis in the implanted ear. An examination on (B)(6), 2012 revealed an specified mastoid. On (B)(6), 2012 the pt was admitted to the hospital and the pt's device was explanted and a tympanoplasty with mastoidectomy was performed. The pt was not reimplanted. The pt currently has some crusting in the ear and is being treated with floxin ear drops.